Event description:
It was reported from the system longevity study (sls) that the right atrium (ra) lead exhibited far field oversensing. Therefore device reprogramming was done to increase the atrial sensitivity and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.